Manufacturer narrative:
DHR review is not required because the product is outside of useful life and the customer issue is a known hazard. Dom: (B)(6) 2018. Based on repair notes, system has expected wear and maintenance needs. Failure mode: overheating insert; root cause: machine/equipment malfunction; conclusion code: service life of shelf life exceeded.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a cavitron plus package-2015 tips allegedly are heating up - getting hot - during use. No injury reported.